Event description:
The report received from the affiliate indicated that while preparing for a procedure, the physician noted that the distal tip of the 180 cm. Sgw stabilizer st ss guidewire was kinked/bent after it was removed from the packaging. There was no damage noted to the packaging upon inspection prior to opening and the packaging was intact. There was no reported patient injury. The physician used another guidewire to complete the procedure successfully. There was no difficulty noted removing the product from the packaging. No additional information is available. Addendum: the product analysis noted that a 4 mm. Section of the product was unraveled at 24 mm from the distal end.

Manufacturer narrative:
The report received from the affiliate indicated that while preparing for a procedure, it was noted that the distal tip of the 180 cm. Sgw stabilizer st ss guidewire was kinked/bent after it was removed from the packaging. There was no reported patient injury. Another guidewire was used to complete the procedure successfully. There was no damage noted to the packaging upon inspection prior to opening and the packaging was intact. There was no difficulty noted removing the product from the packaging. No additional information is available. Analysis of the returned device noted an area of the distal end was unraveled. The product was returned for inspection. One non-sterile stabilizer radiolucent guidewire was received in a plastic bag. It was noted that the distal tip presented several bends at 5mm, 13mm and 18mm from tip. The unit was inspected under microscope and it was observed that a 4mm section of the coil wire was unraveled at 24mm from distal end. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01423788 which corresponds to cordis lot 70610735. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Kinking of the guidewire was confirmed; there were several bends as well as an unraveled section. It is not possible to determine the timing of these damages or the cause. The device did not present any obvious indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time. Please note that this is the initial/final report for this product.